Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as a cook celect filter. As catalog number is unknown it could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010 at (B)(6). A filter was placed after [pt] was diagnosed with an acute pulmonary embolism and lower extremity dvt. [Pt] states that he first experienced problems with the filter on (B)(6) 2011 after experiencing "severe back pain, leg pain, limited mobility, fatigue, shortness of breath and venous claudication." [Pt] claims the filter perforated, fractured and cannot be retrieved. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4) catalog # unknown as information was not provided but referred to as a cook celect filter. Lot# is unknown as information was not provided. Expiration date unknown as lot# is unknown. As catalog # is unknown it could be either k061815, k073374 or k090140. Summary of investigational findings: since no device or imaging studies have been available and only limited medical records have been made available the exact root cause for what caused the alleged filter perforated, fracture and why filter not could be retrieved are unknown. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. It is cook¿s experience that fracture of filter legs is due to unidirectional bending fatigue. Filter retrieval is occasionally difficult. This is well known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010 at (B)(6). A filter was placed after [pt] was diagnosed with an acute pulmonary embolism and lower extremity dvt. [Pt] states that he first experienced problems with the filter on (B)(6) 2011 after experiencing "severe back pain, leg pain, limited mobility, fatigue, shortness of breath and venous claudication". [Pt] claims the filter perforated, fractured and cannot be retrieved". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion. (B)(4).

Event description:
The following additional information was received 3/7/17: the plaintiff allegedly received the device implant on (B)(6) 2010 via the right internal jugular vein due to history of pulmonary embolism and previously demonstrated left lower extremity deep vein thrombosis. The plaintiff alleges severe back pain, limited mobility, fatigue and shortness of breath. Plaintiff alleges physical injuries including fractured filter, perforation of the vena cava and that the device is unable to be removed.

Manufacturer narrative:
(B)(4). Complaint is reopened due to additional information provided; alleged physical injuries including fractured filter, perforation of the vena cava and that the device is unable to be removed. However, since this information is the same as initially reported and thus no new information is provided, the below investigation is still valid and remains unchanged. Cook will reopen its investigation after further information is received and will supplement in accordance with 21 c.f.r.803.56 when appropriate. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Rpn and lot number were not provided, why device history record cannot be investigated. However, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. On (B)(6) 2016: no imaging or medical records provided, why impossible to comment on the problems, the patient allegedly experienced with the filter approx. 12 months after placement; "severe back pain, leg pain, limited mobility, fatigue, shortness of breath and venous claudication". Also, it is impossible to comment on the patient claiming that the filter perforated, fractured and could not be retrieved. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. It is cook¿s experience that fracture of filter legs is due to unidirectional bending fatigue. The type of fatigue is a high cycle fatigue where cyclic low stresses with low stress concentrations were applied to the filter leg. The bending moment of the filter leg may be introduced by different scenarios that in some instances will change the filter¿s original configuration, e.g. 1) by perforation of the ivc wall, or 2) by caught in a body structure (e.g. Renal vein). Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Rpn and lot number were not provided, why device history record cannot be investigated. However, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.